Manufacturer narrative:
Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 08/27/2015 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the smart cable, the customer elected to replace the smart cable. The smart cable was scrapped by the customer and not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Verathon has made several attempts to follow up with the physician(s) present during the event in order to determine patient outcome; however, no response from the physician(s) has not been received. Hypoxia is a well-known and documented adverse consequence of emergent intubations. The glidescope operations and maintenance manual (omm) states: "always ensure that alternative airway management methods and equipment are readily available." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergent patient procedure, using a glidescope smart cable, the image would go in and out. Reportedly the smart cable need to be plugged in and adjusted multiple time to restore the image, the duration of time to restore the image was not reported. The customer reported due to the delay the patient experienced an extended period of desaturation and hypoxia; however, the customer reported that a backup device was not used. During a follow up with the facility biomedical engineer, it was confirmed that other glidescope devices are in the critical care bay area, however the biomedical engineer was unable to confirm if the backup devices were ready for use at the time of the event. In addition, the biomedical engineer did not have additional information on the patient outcome.